Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
On/off switch on the joystick is broken. Joystick could not turn be turned off.